Event description:
Reporter alleged blood glucose of the pt measured 554 mg/dl on this device at 21:02 during routine testing. It was reported of 137 mg/dl; however the nurse dosed the pt with 25 units of insulin, type not provided, prior to receiving this value. Reporter indicated pt was given insulin at 22:05. Reporter stated an additional device measured 537 mg/dl at 21:52 and at 5 am the pt reportedly "bottomed out", treatment at the time not provided. It was reported two additional blood glucose results after the alleged incident were 113 mg/dl at 11:05 am and 90 mg/dl at 5:55 am the same day. Controls were reported used and found to be within an acceptable range and the same strip control lot is used throughout the hosp. A request was made for the return of the suspect device and replacement product was sent.